Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effects of mitral regurgitation and death are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. All available information was investigated and the device damaged by another was likely due to the second clip coming in contact with the first clip during the procedure; however, this cannot be definitively confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device. The other mitraclip delivery system(60429u120) mentioned in describe event or problem is filed under a separate manufacturer report number.

Event description:
This report is filed for the potential clip interaction that may have occurred during positioning, the surgical intervention and death. It was reported the first mitraclip (60429u120) detached from the posterior medial mitral valve leaflet during positioning of the second mitraclip (60502u101) in the patient with thin mitral valve leaflets and a restricted posterior medial leaflet. Contact between the two clips cannot be ruled out; however, the physician feels the mitral valve anatomy contributed to the single leaflet attachment of the first clip. Additionally, when the clip detached from the posterior leaflet, tissue may have remained inside the clip. Mitral regurgitation remained grade 4 after implantation of the second mitraclip. Post procedure, the patient went for surgical mitral valve replacement, which included explanting the clips. The patient expired three days later from post-operative consequences. No additional information was provided.